Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (50 mg/dl). The school nurse advised the customer to drink juice to address the bg. Later in the day, the customer went to the emergency room (ER) with a bg over 70 mg/dl. The customer was only monitored and no treatment was administered. The customer left the ER with a bg of 200 mg/dl. The cause of the low bg was due to the basal rates were still being adjusted (decreased) as the customer was a new pump user.